Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s wife reported that on (B)(6) 2020 the patient was sitting on a chair at home when he felt weak. She reported the patient slipped off the chair but did not sustain any injuries or lose consciousness. The patients wife stated the cgm displayed 105 mg/dl, but his bg was not taken; and she gave him juice and he felt better after the juice. At the time of the report the wife stated the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.